Manufacturer narrative:
This event was during an in office demonstration. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.

Event description:
On (B) (6) 2009, the sales rep was demonstrating the driver in the office when the driver would not engage the screw. This malfunction has resulted in an adverse event in the past.